Manufacturer narrative:
Correction: investigation conclusion corrected to reflect use of middle positive hcg urine standard. Please refer to updated investigation conclusion below: investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg standards as well as middle level hcg standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 56 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg standards as well as high level hcg standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 56 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient received a positive result using a home pregnancy test. On (B)(6) 2017, the patient went to the facility to confirm the pregnancy. A urine sample was collected and a cardinal health rapid test hcg combo produced a negative result. A serum sample was collected the same day and produced a quantitative result of 56 miu/ml. Troubleshooting was conducted with the customer. The customer was advised that some patients may test negative early in the pregnancy if the urine hcg is below the level of detection, or very dilute urine specimens may not contain representative levels of hcg. Per the package insert, if pregnancy is suspected, first morning urine should be collected 48 hours later and tested or alternate confirmatory methods should be considered.